Manufacturer narrative:
The investigation was unable to determine a direct root cause. It was determined that a possible root cause was contamination of the sample. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit for one patient. The initial result was 458 pg/ml, and the repeat result was 6.73 pg/ml. The sample was also tested on another roche analyzer with a result of 6.02 pg/ml. The questionable result was not released outside of the laboratory and was detectable to the customer as the result did not match the patient's clinical diagnosis.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Qc and calibration were passing at the time of the event. The same reagent was used for both the initial and the repeat results. The investigation is ongoing.